Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds and no capture. It was discovered that the lead had dislodged. It was also noted that the device reached possible premature battery depletion due to the high left ventricular thresholds. The device was explanted and replaced. The lead was explanted and replaced with a fixation lead due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically melted but not breached. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.